Event description:
An international distributor reported their customer's AED battery was depleted. The customer did not report this occurring during patient use.

Manufacturer narrative:
Analysis of the AED's log identified on (B)(6) 2026, the AED detected a low battery condition and alerted the user by flashing the red asi indicator and emitting audible chirps. The battery was subsequently ejected and intermittently reinstalled and removed.on (B)(6) 2026, the battery was reinstalled, at which time the AED resumed issuing low battery warnings. The device continued to flash the red asi indicator and chirp until (B)(6) 2026, when the battery reached a critically low state. At that point, the AED issued a "replace battery pack now" alert, and the battery was removed. The AED remained without a battery until (B)(6) 2026, when a replacement battery pack was installed. The review identified that the AED functioned as designed and can stay in service.